Event description:
It was reported that the patient was unable to adjust stimulation and his programmer displayed a 'call your doctor' icon. The patient did not write down the codes and stated it had been happening for the two days prior to the report. Additional information received on (B)(6) 2012 reported that the error code was from encountering electromagnetic interference (emi). The patient stated it had never happened before and the power on reset (por) error was cleared. X-rays were taken to check the leads. Everything looked fine and the stimulation was working as it had before the incident. No further action was planned.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead; product ID 37746, serial# unknown, product type programmer, patient. (B)(4).